Manufacturer narrative:
The device is expected to be returned for analysis. However, the device has not been received. Attempts have been made to obtain additional information, but we have been unsuccessful.

Event description:
Medtronic received report that the detachment zone on the coil's pushwire was bent, which caused the coil to prematurely detach when it was inserted into the micorcatheter. A new coil was used to treat the patient. No injury occurred.

Manufacturer narrative:
The axium coil was returned for evaluation. The axium pushwire was found to be broken near the proximal end with the release wire exposed for the length of approximately 1.3cm. The tack weld replacement (twr) crimps were found to be intact. The pushwire was found to be intact distal to the break indicator at the manual detachment location (via hypotube). Under the microscope, the coin was not found to be located against the lumen stop, the shield coil was found to be present and the implant coil was found to be detached and missing. During testing, the release wire was pulled out from the pushwire at the broken location for evaluation of the coin. The coin was measured in 3 locations and was found to be within specifications. The inner diameter of the lumen stop was found to be visually acceptable. The lumen stop inner diameter (ID) was measured and found to be within specification. The retainer ring appeared to be damaged and ovalized. The retainer ring inner diameter (ID) could not be measured because of its damaged condition. The lot history records of the retainer ring were reviewed, and no quality issues were noted. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Based on the axium pushwire analysis, the reports of ¿pusher kink/broke¿ and ¿pre-mature detachment¿ were confirmed. The axium pushwire was returned broken into two segments with the release wire exposed. The coin was found to be pulled back from the lumen stop, and the implant coil was found to be detached and missing. The customer did report that the axium coil never fully entered the microcatheter and it was removed. It is likely that the bent location subsequently became broken with the release wire exposed. The pulling back of the coin from the lumen stop or the damage to the retainer ring may have contributed to the detachment of the implant coil from the pushwire by allowing the detach element ball to be released from behind the retainer ring. It is possible that the implant coil became lost or discarded following the event. The cause for the damage to the retainer ring could not be determined. The lot history records of the retainer ring have been reviewed and no quality issues were noted. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium detachable coil instructions for use (IFU): precaution: "handle the axium detachable coil with care to avoid damage before or during treatment". Warning: ¿damaged implant delivery pusher and/or coils may affect coil delivery to, and stability inside, the vessel or aneurysm, possibly resulting in coil migration or stretching.¿ if information is provided in the future, a supplemental report will be issued.